Manufacturer narrative:
Date of event: (B)(6). Date of report: 22aug2019. The customer troubleshoot with technical support and was provided with part number and price for the user interface ui printed circuit board assembly pcba. The manufacturer¿s field service engineer (fse) replaced the user interface ui printed circuit board assembly to address the reported problem. The unit successfully passed the required performance verification test. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the ventilator had generated error code (1105) alarm light emitting diode (led) failed. There was no patient harm reported.